Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to authenticate when trying to access. It was mentioned in the master case 07553882 that a technical support specialist (tss) found an error in the logs indicating an old server. The tss opened a product support engineer (pse) consult, and the pse applied knowledge article (ka) ¿all bd users unable to login ¿ ids url incorrect¿ to resolve the issue. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user attempted to access the pyxis machine, but the system stated that it was unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.